Event description:
Customer reportedly obtained results of hi (greater than 600mg/dl) and 129mg/dl on the aviva system within 10 minutes. Customer ate in response to results and symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.